Event description:
The surgeon inserted an cq2015 three piece collamer lens and the lens tore during insertion. The incision was enlarged to removed the lens but no sutures were required. There was no pt injury.